Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had a blood glucose of 418 mg/dl with large ketones. Patient went to an urgent care clinic and received IV fluids and insulin injections. During troubleshooting, customer support found that were air bubbles in the cartridge. Patient remained on the pump. Cs attributed the bg excursion to a product issue with the cartridge, and the complaint is being reported as the patient experienced hyperglycemia in relation to the cartridge issue.